Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the nurse had been unable to log into pyxis despite having a correct and verified access profile. The internal access team had found no issues, and the user had been able to access all other applications. Other users had successfully logged into the same pyxis unit. When the username was entered, an unable to authenticate error appeared before the fingerprint prompt. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the nurse had been unable to log into pyxis despite having a correct and verified access profile. The internal access team had found no issues, and the user had been able to access all other applications. Other users had successfully logged into the same pyxis unit. When the username was entered, an unable to authenticate error appeared before the fingerprint prompt. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the nurse had been unable to log into pyxis despite having a correct and verified access profile. The internal access team had found no issues, and the user had been able to access all other applications. Other users had successfully logged into the same pyxis unit. When the username was entered, an unable to authenticate error appeared before the fingerprint prompt. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log into pyxis. A technical support specialist (tss) advised the customer to reach out to hospital information technology (hit) and ask them to restart the active directory (ad) sync service on the server since the tss didn¿t had access to restart the ad sync services. The system functioned as intended after the technical support specialist troubleshoots the device.